Event description:
It was reported that dr (B)(6) states that the pt presented increased pain in joint area, elevated chrome and cobalt serum levels and a positive mars scan.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.